Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received repeated alert 38 motor stall notifications on the ilet following a breakfast meal announcement, and the alerts persisted despite multiple restarts, leading to a device replacement. Symptoms included no reported adverse health effects and no impact to blood glucose. Outcomes included device replacement and instructions to shut down the device and continue cgm use with the dexcom application or receiver as needed. Investigation included review of user reports and coordination for device return. Investigation of this case revealed a consecutive motor stall consistent with a pump motor malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical failure of the pump motor assembly.